Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of glucagon injection (dose unspecified)by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. The returned sensor was investigated and no abnormalities were observed. The customer's complaint was replicated by using a known good android device and librelink application. The sensor was able to communicate without any issues. Due to customer's complaint not being observed, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of glucagon injection (dose unspecified)by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.